Event description:
New information received notes that upon interrogation prior to explant procedure, it was found that the pacemaker (pm) exhibited an increase in defibrillating impedance.

Event description:
New information received notes that the pacemaker (pm) was explanted and replaced on (B)(6) 2021. Upon extraction, bodily fluids were found in the pacemaker header. Patient condition was stable throughout.

Manufacturer narrative:
The reported events of sensing noise, inappropriate therapy, and impedance anomaly were confirmed. Final analysis found that the cause of the failures was isolated to an integrated circuit in the hybrid.

Event description:
It was reported that the patient presented in the emergency room with discomfort from receiving shocks. Upon review of the transmission, it was found that the patient's implantable cardioverter defibrillator delivered inappropriate shocks due to noise over-sensing of electromagnetic interference (emi). Reprogramming was performed. Additionally, the patient was fitted with a life vest. The patient was discharged.